Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon inserted a 12.6mm vicmo12.6 implantable collamer lens, -08.50 diopter, in the patient's left eye on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting and elevated intraocular pressure (iop). The lens was exchanged for a shorter lens and the problem was resolved.

Manufacturer narrative:
Additional information: as of (B)(6) 2016, patient's post-op uncorrected visual acuity was 20/20. Device evaluation: the lens was returned dry in lens case/vial with clear surgical residue/debris on product. Visual inspection found no visible damage to lens. Conclusion: as per dfu for this lens model, vicls are contraindicated for patients under 21 years of age. (B)(4).